Event description:
New information received notes that loss of capture, intermittent sensing was also noted on the right ventricular lead during interrogation. The physician capped and replaced the lead on (B)(6) 2019. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance. It was also suspected that the lead was damaged and lead replacement was discussed. No intervention was performed and the patient was in good condition. No further information was available.